Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac defibrillator exhibited several episodes of non-sustained right ventricular over-sensing due to t-wave over-sensing. Programming changes were not made at this time. Patient was stable.